Event description:
Surgeon was using a ethicon manual endoscopic linear cutter with 60 blue reload insert. Surgeon clamped across the bowel and attempted to fire stapler, but it did not function properly. The stapler clamped, but did not fire, nor would it cut across the bowel. It was a struggle to remove the stapler. No harm to pt. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by sending an e-mail.